Manufacturer narrative:
(B)(4). Results of investigation: carefusion has received the defective component in house. Carefusion is currently in the process of evaluating the component, once the results become available, a follow-up medwatch report will be submitted.

Event description:
It was reported to carefusion that the unit was delivering a lower amount of oxygen than expected. It is unknown if there was any patient involvement associated with this complaint.

Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. During initial bench testing and calibration testing, the o2 blender failed for low o2 blending. Also, the o2 blender failed the o2 blender calibration test procedure for high o2 flow and low o2 flow on the o2 blender solenoid #1. The blender also had slight non-conformities of higher o2 flow on the o2 blender solenoids #2. Visual inspection revealed the black max that locks the top solenoid #1, #2 and #3 screws were broken and missing.